Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned flextome cb monorail 10/3.00 device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 5mm from the distal end of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the shaft of the device identified no kinks or damages. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was an area of an in-stent restonsis located in the calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, dilatation was performed at 6atm, 6atm and 8atm respectively. However, it was noted tha the balloon ruptured at 12atm. The procedure was completed with this device. No patient complications reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that a balloon rupture occurred. The target lesion was an area of an in-stent restonsis located in the calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, dilatation was performed at 6atm, 6atm and 8atm respectively. However, it was noted tha the balloon ruptured at 12atm. The procedure was completed with this device. No patient complications reported.